Event description:
Country of complaint: (B)(6). Customer claims: surgeon could not hold polyaxial screw with the screwdriver. Polyaxial screw fell off of driver and fell into the operating field. Surgeon proceeded with a different screw to complete surgery.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.